Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Manufacturer narrative:
The event date is approximate. The cleancare toothbrush head is an accessory to the sonicare power toothbrush system. The device serial numbers or manufacturing number were not provided.

Event description:
The consumer reported that their cleancare brush heads broke apart during use. A potential choking hazard was identified. No injury was reported.